Event description:
It is reported that during surgery in 2004, the offset femoral head impactor broke while removing the provisional head. There was uncertainty as to whether or not the instrument was broken prior to insertion into the patient. There were only three of four plastic locking tabs accounted for. Doctor searched the incision for over 20 minutes for the fourth piece, which was not found. It was not determined whether or not the piece was left in the patient or if the instrument was broken prior to insertion in the body. The material involved is plastic and not able to be seen on x-ray. The doctor is concerned about the patient injury. No intervention is planned.